Event description:
Report received of an inability to deliver antibiotic solution through a clave port. An unspecified primary IV solution was infusing via a primary IV set and extension set list#11959. A primary gravity set (list#19218) was primed with an unspecified antibiotic and connected to the lower y-clave of the extension set. Upon initiation of the infusion, the antibiotic solution would not flow. The primary set was reported to have still been infusing IV fluid to the pt. When the nurse noted that the antibiotic solution was not infusing, she replaced the extension set, and the same experience resulted. A third attempt was made after replacing the extension set once again, this time using a plum pump set for the secondary infusion. On the third attempt the devices operated as desired. The need for repeated set changes resulted in a delay of approximately 30 minutes. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.